Manufacturer narrative:
(B)(4): this complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
This customer reported that the event file did not show the 3 shocks that were delivered to the pt. There was no allegation that the device did not deliver therapy appropriately. This is a data management issue that was reported by the customer.